Event description:
It was reported that during a hip fracture procedure, the helical blade would not advance completely with use of helical blade inserter. The nut on the back of the helical blade inserter was spinning and did not properly engage. The surgeon removed the helical blade with an extractor and used another helical blade. Surgeon experienced the same difficulty with the 2nd helical blade, only advancing halfway. The 2nd helical blade was removed with an extractor and the nail was removed. Surgeon used a new nail, new helical blade and another helical blade inserter to place the implants and complete the procedure. After the procedure, the surgeon noted that inside of the nail that was removed, one of the prongs had broken off. No broken pieces were left in the patient. This is 4 of 4 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: for this complaint the product development evaluation revealed the root cause could not be confirmed. The evaluation result was indeterminate from a design perspective. The manufacturing evaluation revealed the as received condition of the helix blade showed anodized rubbed away on the shaft. Significant material displacement and damage is evident on the blades. The flange around the pocket end is missing. Product was investigated to the latest design specifications via inspection sheets (B)(4). The damage to the part prevents measurement of multiple dimensions. Since all features relevant to the complaint condition cannot be measured, the complaint is indeterminate. New information, product development evaluation, was received on 8/14/2013 and the manufacturing evaluation was received on 8/30/2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include: hwc. Product development event evaluation reveals, based on the information provided in the complaint description, it appears that the locking mechanism in the nail was already in the lock position before attempting to insert the helical blade. This issue was previously evaluated and deemed valid. The parts were received, no evaluation is available. The lot number is unknown therefore a review of the device history record could not be completed. An internal corrective action has been opened to address this issue.